Event description:
On (B)(6) 2021, a customer called hologic technical support (ts) to report eight samples from worklist 001874-20211214-38 that produced discrepant results after running the aptima sars-cov-2 assay on their panther instrument sn (B)(4). The same samples initially tested positive. Samples were retested using the aptima sars-cov-2 assay kit (pn: asy-14682, ml: 308648) which produced negative results. The customer also retested the samples on another platform (genexpert) which produced negative results. It is not known if the results were reported out to patients.

Manufacturer narrative:
Hologic reviewed the logs and noted that the occurrence of the low positive values was sporadic which was indicative of improper sample handling or cross-contamination, and not reagent contamination or improper reagent preparation. Additionally, another run performed on the same day ((B)(6) 2021) produced invalid results likely due to contamination due to improper sample handling. The customer performed a deep cleaning on the panther and the lab area per the hologic's subject matter expert's (sme) suggestion. In addition, environmental samples were tested which resulted in no indication of contamination. No product impact is known to date. A review of the logs did not reveal any reagent or instrument issues. However, testing of environmental samples yielded at least one positive result. Thus, contamination my be a contributing factor to the issue seen at the customer site.